Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and visual damage was observed to component q27, which was shorted. Past experience has proven, that when q27 shorts, the batteries will not charge. Due to this board being an older version of the power management board, the supplier does not have the capability to properly trouble shoot and test. The shorting of q27 will be the root cause of this complaint. The board was retained in the national repair center per procedure. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not charge. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).